Event description:
The consumer reported a false negative result with the ID now covid-19 assay performed on (B)(6)2022. Repeat testing was performed later the same day and generated a positive result. Additional testing with the binaxnow covid-19 antigen self-test generated positive results. Confirmation testing via an unknown antigen test generated a positive result. The consumer was reportedly symptomatic and on day18 of a positive covid-19 diagnosis. The consumer was self-isolating and testing to come out of self-isolation. No additional patient information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the investigation conclusion. Please see updates: g3, g6, h2, and h6. The technical services was unable to obtain the required intake information. The required information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine an assignable root cause.